Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being unable to change the insulin pump's language setting. The customer also found depleted battery status during the phone call with the helpline. The helpline assisted the customer in reprogramming the insulin pump. The customer's blood glucose value was 435 mg/dl. No further information was provided.